Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to intermittent decreasing r-waves. The pace/sense portion capped. Defib portion of the lead remains active